Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, when the delivery catheter system (dc s) was introduced via the femoral artery, the nose cone became kinked. The valve was successfully deployed. However, as the delivery catheter system (dcs) was removed from the patient, the nose cone detached from the dcs and remained in the patient. A snare was used to remove the nose cone. Per the physician the separation occurred due to the sheath and the difficult patient anatomy at the access site. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that the distal end was damaged with the inner member detached from the delivery system. The detached inner member was received for analysis. Five crowns from the nitinol struts on the distal end of the capsule protruded through the capsule material. The handle was intact. The micro control retracted and advanced the capsule. The macro control moved to fully advance and retract positions and locked in place when released. The tip retraction mechanism was intact. The screw gear snap fit remained connected. The capsule remained intact. A span of white delaminated pockets or voids over the nitinol reinforcing spring was observed along the capsule between the mid-section and proximal end. The inner member shaft was detached at the proximal end. Tiny breaks within the polyimide braided shaft resulted with a twisted pattern showing possible resistance which may have contributed to the separation or detachment of the inner member from the middle member or hub.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The angiographic record (¿cines¿) of the procedure was submitted and review of the cines concluded that the tip of the delivery catheter system (dcs) did come off of the main body of the dcs. It was not clear when the tip broke away from the dcs. The dcs was safely removed from the body. The cine review confirmed that the procedure followed best practices, with the following notes: during insertion, the guide wire buckled. Initial guide wire placement looked to have a severe bend indicating force or prior manipulation of the wire. A bend in the wire can cause the catheter to get stuck. The anatomy was very tortuous and multi-plane bending was required to cover the entire anatomy. The valve was placed on the third attempt, with two partial recaptures completed per best practice. From the available information, the insertion difficulties were caused by the angulation of the tortuous patient anatomy. The state of the returned device and the procedural images indicate that significant manipulation and force was utilized to insert the device. The span of white delaminated pockets or voids that were observed along the capsule between the mid-section and proximal end are consistent with voids historically observed during advancement through the patient anatomy. Tiny breaks within the polyimide braided shaft which showed a twisted pattern are representative of resistance which may have contributed to the separation or detachment of the inner member from the hub. Nitinol strut protrusion has been found to be related to excessive force applied when trying to push past an obstruction in the patient anatomy. The twist marks on the inner shaft indicate that a significant torsion force was applied to the device. The cines show that the wire buckled upon introduction, another indication of the force applied. It is this force and the corresponding damage that is the likely root cause of the inner member shaft and tip detachment. The exact moment of separation could not be determined, but it is possible that the tip became stuck on the sharp bend in the stiff wire and created a tensile load causing the damaged inner member shaft to separate. Given this information, the reported tip detachment was related to patient and user factors. There is no indication of a non-conformance of the device to meet specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.